Event description:
Customer's wife reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was unknown. During troubleshooting, caller was instructed to deliver a 5 unit fixed prime until air bubbles were not longer visible. After troubleshooting, caller reported that issue was resolved.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.